Event description:
Adverse event(s): "patient was not harmed" (no consequence or impact to patient). Product problem(s): "difficult to get out of the syringe. Pressure in the syringe making it hard to push." (Difficult to advance). A surgeon reported that during surgery, the viscoelastic was "difficult to get out of the syringe, pressure in the syringe was making it hard to push". The surgeon explained that when he was about to fill the anterior chamber after cataract removal, there seemed to be a pressure building in the syringe, making it difficult/impossible to get the material out of the syringe. He did not use the viscoelastic and opened another package. He also reported that the latex-free part of the syringe is impossible to pull back and the black part falls off immediately. In a follow-up, it was reported that the patient was not harmed and the surgery was completed successfully. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis. A functionality test was performed during the blistering operation, the result was satisfactory. The expel force of the syringes was within specification. Should the complaint sample become available, an evaluation will be performed. There have been no other complaints reported in the lot number. Additional information was requested and received. No further information is expected. (B)(4).